Event description:
I was informed that the servers in a restaurant I frequented came down with covid. So, I purchased the quickvue at-home otc covid-19 test. I took the test and saw a faint pink line indicating a positive result. Since the line was faint I took it again. (Note, I am following all the instructions and timing guidelines as recommended.) The second time the results were the same with the pink line slightly more prominent. Given the positive results, I scheduled and took a rt-qpcr test. I received the result today and it was negative. After receiving the results, I took the one remaking at home test and it again was positive. While, I am out of the home tests, the lot number of the most recent test kit was 3650525. I also need to mention that I called quidel, maker of the home test and explained to them the testing inaccuracies. I was alarmed that they did not care to take my name or number after I reported my problem. The rt-qpcr test was done on (B)(6) 2021 in (B)(6) via (B)(6). FDA safety report ID# (B)(4).